Event description:
It was reported that the valve did not work and started to leak.

Manufacturer narrative:
(B)(4). The returned valve was patent, passed siphon testing and met the specification for preimplantation testing. It did not meet the requirements for leak testing due to a tear in the top of the delta chamber. This damage precluded reflux testing. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. The device did not meet all established specifications for pressure flow testing. Proteinaceous debris was found in the interior of the valve. The instructions for use that accompany the product caution that the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. Medtronic neurosurgery has received no other complaints for lot c57271 and a review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.